Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: general. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergy:rash condition"), bladder disorder ("bladder/urinary problems:bladder problems"), urinary tract disorder ("bladder/urinary problems:urinary problems"), urinary tract infection ("bladder/urinary problems:uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swing"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In 2011, the patient experienced vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("other injuries/symptoms: hair loss") and fatigue ("other injuries/symptoms: fatigue"). In 2012, the patient experienced migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). In 2014, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:skin condition"), nausea ("other injuries/symptoms: nausea") and genito-pelvic pain/penetration disorder ("vaginal spasm") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (type of removal surgery: other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, tooth disorder, alopecia, fatigue, hormone level abnormal, nausea, migraine, headache, weight increased, abdominal pain lower, back pain and genito-pelvic pain/penetration disorder had resolved and the rash, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal haemorrhage, menorrhagia and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain and menorrhagia. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to case # (B)(4) to which all information was transferred, then this duplicate # (B)(4) will be deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: general. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 628436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("allergy:rash condition"), bladder disorder ("bladder/urinary problems:bladder problems"), urinary tract disorder ("bladder/urinary problems:urinary problems"), urinary tract infection ("bladder/urinary problems:uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swing"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In 2011, the patient experienced vaginal discharge ("bladder/urinary problems:vaginal discharge"), alopecia ("other injuries/symptoms: hair loss") and fatigue ("other injuries/symptoms: fatigue"). In 2012, the patient experienced migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). In 2014, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:skin condition"), nausea ("other injuries/symptoms: nausea") and genito-pelvic pain/penetration disorder ("vaginal spasm") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (type of removal surgery: other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, tooth disorder, alopecia, fatigue, hormone level abnormal, nausea, migraine, headache, weight increased, abdominal pain lower, back pain and genito-pelvic pain/penetration disorder had resolved and the rash, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal haemorrhage, menorrhagia and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and mood swing, lower abdominal pain, lower back pain, vaginal spasm were added. Allergic rash was updated into rash on hand. Reporter information and medical history. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), rash ("allergy:rash condition"), skin disorder ("allergy:skin condition"), bladder disorder ("bladder/urinary problems:bladder problems"), urinary tract disorder ("bladder/urinary problems:urinary problems"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), urinary tract infection ("bladder/urinary problems:uti"), tooth disorder ("other injuries/symptoms: dental problems"), alopecia ("other injuries/symptoms: hair loss"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (type of removal surgery: other). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, tooth disorder, alopecia, fatigue, hormone level abnormal, nausea, migraine, headache and weight increased had resolved and the rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, dysmenorrhea (cramping), dyspareunia¸ abdominal pain¸ general abnormal bleeding, rash condition, skin condition, urinary problems, bladder problems, vaginal discharge, uti, dental problems, hair loss, fatigue, hormonal changes, nausea, migraine, headaches, weight gain, she did not undergo confirmation test. Reporter information, date of birth, essure removal date, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.